Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post implant follow up, the device showed an automatic rv sense test that was dated on (B)(6) 2013. No programming changes were made prior to the implant date.